Event description:
Dealer states that the relief valve blows air out when shifting. The dealer states that this is a intermittant problem, he had it run for 24 hours and it was fine, he just replaced both check valves on (B)(4) which didn't fix the problem. Was with a patient, patient was complaining of the noise during the night, it is not alarming